Event description:
While undergoing a cardiac cauterization, for coronary artery stent placement, a portion of the guide wire shredded off and is presumed lodged between the artery wall and the stent. Approximate length of the retained guide wire is 1 cm.